Event description:
Note: the date of event is unknown. It was initially reported to boston scientific corporation on (B)(6) 2009, that a trapezoid rx lithotripter compatible basket was used during a calculus removal procedure. According to the complainant, during the procedure, the first attempt to open the basket was successful; however, on the second attempt the device failed to open. The procedure was completed with a different manufacturer's product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; sheath damage.

Manufacturer narrative:
(B)(4) other, (won't open). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. A visual examination of the returned device found that the clear outer sheath and metal coil sheath were damaged near the handle heat shrink. The sheath damage prevented the basket from functioning properly. Furthermore, movement of the handle did not cause the basket to open and close, but rather caused the sheath to expand and contract in the damaged area. No excessive friction could be identified between the sheath and drive wire or any other moving components. The root cause of the event could not be determined. (B)(4).